Event description:
External temporary pacemaker set at heart rate 80 accelerated to maximum output of 180 due to suspected device malfunction resulting in ventricular tachycardia requiring defibrillation at bedside, cardioversion and cardiac chest compressions. Pt successfully resuscitated.